Event description:
Reporter noted error message during surgery about cassette draining, occurred after backflushing because tip plugged. Surgeon completed surgery manually.

Manufacturer narrative:
A company service rep checked system; unable to repeat performance problem reported. Found fluid traces on second fluid level sensor; cleaned. Unit meets specifications. This report mailed in to FDA on: 06/09/2006 the manufacturer internal reference number is: ia060774.